Event description:
In 2008, it was reported to boston scientific corporation, that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, about 28 minutes into the procedure, there was a low water level reading. The procedure was cut short about five minutes, but was completed with this device. No patient complications were reported as a result of this event. The patient's condition was reported as "ok."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.